Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
On 08/21/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wires on the davinci cadiere forcep broke during the procedure.